Event description:
Manufacturer ref.#: 356925.

Manufacturer narrative:
It was reported that peep (positive end expiratory pressure) values were fluctuating on the user interface screen. Our field service engineer found peep value fluctuations in the device logs and multiple peep low alarms on august 15 2020 around 10:30am, but was unable to reproduce the reported problem. The ventilator was returned to the customer and cleared for clinical use after passed functional and safety tests to factory specifications. No part was replaced. The evaluation of received device logs confirms multiple peep low alarms on august 15 2020 which will be used as the date of event. Ventilation was started 10:16 and stopped 10:58. There are also other clinical alarms including sporadic alarms for high pressure at 10:42. Trends were captured during these 42 minutes of ventilation were peep was varying between 3 and 8 cmh2o. At the same time leakage was very high, constantly over 90 %. The last pre-use check before the event passed only 20 minutes before ventilation was started. When these alarms occur, it is important to check the patient and the patient breathing circuit, but also to check ventilator settings and alarm limits. A leak in the patient circuit may, depending of the degree of leakage, cause insufficient ventilation or, as a worst case scenario, stop of ventilation. High airway pressure may lead to injury and stop of ventilation. Audiovisual alarms will be generated when set alarm limits are exceeded. The underlying cause of the reported problem was most likely excessive leakage. There is nothing in device and trend logs that indicates that the problem was caused by a ventilator malfunction. There are no technical faults logged and no part was replaced.

Event description:
It was reported that peep (positive end expiratory pressure) values were fluctuating. There was no patient harm. Manufacturer ref.#: (B)(4).